Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, a potential plasma leak on oxygenator was noted. Per user facility a foam was generated at the gas outlet of the oxygenator, when they checked, it can be seen that the arterial filter was filled with bubbles. No patient involvement. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Identification of evaluation codes 11, 3331, 4114, 4210, 4315. Method code #1:11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 4210 - leakage/seal. Conclusions code: 4315 - cause not established. The actual sample was not returned for evaluation, however, a video file was provided by the user, and confirmed that foam was generated at the gas outlet side. The gas transfer performance test and the pressure drop measurement conducted before the release on the bulk product whose fiber shares the same fiber lot number with the fiber used from the actual sample was reviewed. The test and measurement results confirmed to meet the specifications with no indications of nonconformity in the record. The review of the perfusion record did not find any factor that could be cause of the reported event. A review of the device history record and the incoming inspection record of the involved product code/lot number combination confirmed no indications of product-related anomalies or no discrepancies in the test results. Based on the video that was provided by the user, a plasma leak was likely to have occurred. However, with no sample return for evaluation, the cause of the plasma leak was unable to be clarified. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.